Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
Boston scientific received information that this brady lead was not successfully implanted due to a product performance anomaly. An attempt to obtain additional information was sent but was unsuccessful. This brady lead was never in service. No adverse patient effects were reported.